Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet wake/sleep button was frequently unresponsive, preventing the user from unlocking the device to make meal announcements and resulting in elevated blood glucose; a replacement ilet was arranged, and the user transitioned to backup therapy and continued cgm use via the dexcom app or receiver. Symptoms included hyperglycemia related to missed meal announcements due to inability to wake the screen. Outcomes included temporary interruption of automated insulin delivery and reliance on backup therapy until the replacement device arrived. Investigation included customer service troubleshooting, education on device shutdown to avoid further alerts, verification of shipping and return logistics, and guidance to sync data to the mobile app prior to return. Investigation of this device was confirmed and revealed a suspected hardware failure of the physical wake/sleep button on the pump interface, consistent with a device component malfunction that impaired user interaction and insulin dosing workflow. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the wake/sleep button leading to functional inoperability of the user interface.